Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported to coordinator on call at 0450 that the driveline fault alarm was active. The advisory alarm tone was heard in the background. The patient denied any visible damage to the driveline. It was noted that the patient began hearing intermittent alarms over the last few days but explains by the time they viewed their system controller, the display message was no longer active. It was also noted that earlier this year, the patient experienced issues with their white power lead keeping connection with her power source (cs-217991). Log files were obtained and confirmed the issue with the white lead. A system controller exchange was performed, and the alarm was resolved. The log files confirmed driveline power faults on 25sept2025. It was recommended to exchange the modular cable and system controller. This alarm did not interfere with pump operation. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. After exchanging the modular cable and system controller, driveline power faults had not returned, and the data used to trigger the driveline power fault alarms were in normal ranges. The pictures of the modular cable inline connector show the pins and the surface of the connector appear clean with some debris around the edges of the connector. The log files showed the patient cable voltages were low which indicated the patient cable, used at the time of this log file download, should be replaced. The patient cable was replaced and 10 power cable disconnects were again performed. The patient cable voltages have returned to the normal voltage range of 14 volts.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the returned modular cable. The returned modular cable was tested alongside the returned system controller, and a mock circulatory loop and no issues were observed during testing, including when the cable was manipulated. The integrity of the wires in the returned modular cable were then tested, revealing that the red (power b) wire was electrically open, indicating that the wire was compromised. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket and underlying layers were removed to inspect the underlying wires. Inspection of the wires revealed that the red wire was broken, exposing the inner conductors that were also broken. Damage to this wire could have result in the reported event. Log files were submitted and downloaded for review, and data associated with the reported event was observed on 25sep2025 and was reviewed. The log files captured a driveline power fault alarm on 25sep2025 from 06:34:48 to 09:29:11. The exact time that the alarm activated and the initial conditions that caused the alarm to activate could not be determined as the data was overwritten by newer incoming data. The driveline was disconnected on 25sep2025 at 09:29:53 to exchange the modular cable and the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to a break in the power b wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have been contributed to the observed underlying wire damage the lot number of the heartmate 3 modular cable was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline power fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.